Event description:
It was reported an external fluid leak was observed originating from an unspecified broken tube of a prismaflex m100 set during continuous renal replacement therapy. The set was replaced, and therapy was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the effluent line pre pump was observed disconnected from the support plate. There was a non-homogeneous mark of solvent on the tubing. The reported condition was verified. The cause of the condition was determined to be due to lack of solvent during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.